Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 18f manta was deployed for closure. The vasculature was noted as 8.0mm, good; and deployment depth measurement of 2+1. No issues were encountered during the sheath exchanges. A post-angiogram indicated oozing present at the access, and flow sluggish distal to manta. Manual pressure was applied, protamine administered, however, the flow did not improve, and oozing continued. The physician decided to do a cut down which revealed the anchor dangling in the common femoral artery and partial collagen inside the artery. The physician stated he believed some of the collagen travelled down the artery causing the limited flow. The root cause of the oozing following deployment is likely due to the toggle not seating properly against the vessel wall, causing the collagen to partially deploy inside the vessel, unable to create a seal. However, it is inconclusive the cause of this occlusion. The risk of failing to achieve hemostasis and access site complications leading to surgical intervention is written in the IFU. Risk documentation was reviewed, and occlusion is a known risk. The IFU was reviewed and lists potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: oozing from the puncture site.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted.

Event description:
As reported: a manta deployed post angio completed and there was noted extravagant ooze to site. Also, noticed 4-5 cm distal to manta, flow to sfa was sluggish. Held pressure and oozing continued even post protamine. At that point, physician decided to perform a cutdown. Physician found foot plate was in common femoral and some collagen was in artery site. Physician also stated, he believed some of the collagen went down to sfa causing the limited flow.